Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and a bolus of insulin was delivered in an attempt to lower the bg level. The customer was admitted to the hospital and was treated with water and insulin injections. The customer was discharged the same day with the high bg level resolved. The customer indicated that as a new user on the pump, the settings still needed to be adjusted. The pump and its supplies were not related to the high bg and there was no issue reported with them.